Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 4.00mm x 12mm nc emerge balloon catheter was advanced for pre-dilation. However, when the balloon was inflated by nominal pressure, the balloon ruptured. The procedure was complete with a non-bsc balloon catheter. No patient complications nor injuries were reported.